Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 27.5 mmol/l with nausea and thirst. The patient stated the elevated blood glucose was treated with an insulin injection and decreased to 18.6. The patient confirmed that the site and set were changed in the morning due to occlusions. The patient removed the site and confirmed that the cannula was not bent. The patient stated that she would follow up with a health care provider for additional advice. Pump troubleshooting was unable to be completed due to poor connection. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.